Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error. Customer's blood glucose was 182mg/dl at the time of incident. Troubleshooting found that the alarm could not be cleared. The product will be returned.

Manufacturer narrative:
Pump passed displacement test and self test. No unexpected pump error 53 alarm noted during testing. However, pump error 53 alarm found in the pump history due to software error. Unit was received with scratched case and minor scratched lcd window.